Event description:
It was reported that the atrial lead had large impedance changes. The lead was explanted and was replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and the distal conductor was fractured. It was noted that the proximal conductor was fractured, distorted and there was blood/body fluid (not obstructed) on it. The inner insulation and inner tubing were kinked/buckled. The outer insulation was breached cut, had a cosmetic depression and had a breached depression. There was blood in/on the helix/lobe mechanism, there was tissue on the helix and the lead was stretched. Visual analysis indicated that the helix length can't be tested due to the fractured distal conductor.